Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set leak event on (B)(6) 2024. The infusion set was in use for two weeks. The site of leakage is connector. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.